Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 199:117:284:0000 was not confirmed nor reproduced during service; however, the quality engineer confirmed the reported condition as a damaged battery issue, caused by user error. The main batteries and battery harness were replaced to correct this condition. A service history revealed that this device has been serviced three times prior to this event. During previous service the main batteries and battery harness were replaced. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with failure code 199:117:284:0000. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.